Manufacturer narrative:
Approximate age of device: 4 years and 7 months. The patient remains ongoing and continues on lvad support. No further information is available at this time. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was readmitted to the hospital due to suspected pump thrombosis and hemolysis. The patient experienced shortness of breath. The patient¿s international normalized ratio was 1.2 and his lactate dehydrogenase level was elevated from baseline. The patient was started on angiomax anticoagulation IV. An echocardiogram was performed and was unremarkable. The patient is currently in the process of transitioning to oral medications. The plan is to discharge the patient to home.

Manufacturer narrative:
The patient remains ongoing with the pump discharged home. A direct correlation between the device and the reported event could not be determined. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. The patient remains on lvad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.